Event description:
Procedure performed: abdominoplasties. Event description: the event date is unknown. The handle gets slippery and the surgeon accidently activates the instrument and get the incorrect tone several times during the surgery which the surgeon experience as annoying. Type if intervention: device replacement. Patient status: no patient harm.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical is unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical was reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: abdominoplasties. Event description: the event date is unknown. In abdominoplasties, the voyant open fusion and other instruments used in the surgery become wet and slippery easily due to the several activations done on fatty tissue. The wet and slippery conditions allied to the large hands of the surgeon create conditions for unintentional activations as the hand of the surgeon slides up the handle. Additional information from cer form provided by applied medical representative via email 12apr22: the handle gets slippery and the surgeon accidently activates the instrument and get the incorrect tone several times during the surgery which the surgeon experience as annoying. Type if intervention: device replacement. Patient status: no patient harm.